Manufacturer narrative:
Age at time of event: (b)(5). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. The 100% stenosed target lesion was located in the non-calcified circumflex artery (cx). As the 2.75x16mm veriflex stent delivery system (sds) was advanced into the guide catheter the physician felt resistance and the shaft of the sds broke at the distal portion of the shaft. The proximal portion of the sds was removed and then the guide catheter was removed and cut open to remove the distal portion of the shaft. It was noted that the veriflex sds never entered the patient. The procedure was successfully completed with a different device with no patient complications reported. The patient¿s current condition is fine.